Event description:
The complainant stated that the CPR release will not lower the head section.

Manufacturer narrative:
The account has not returned hill-rom's requests to determine the resolution of the alleged malfunction. A follow-up report will be sent once the customer discloses their investigation.